Event description:
The physician was attempting to advance an endeavor resolute rx drug eluting stent to a severely calcified lesion with 95% stenosis and excessive vessel tortuosity to the lad. The device could not cross the lesion, on return to manufacturing facility it was noted that the stent was deformed. No clinical sequelae were reported. Evaluation summary: the distal tip was flared and damaged indicating that it may have been stubbed during advancement. A number of struts on the 6th and 7th proximal stent segments were raised and deformed. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity)

Manufacturer narrative:
Evaluation, results: patient's condition affected effectiveness of device (lesion morphology) - severe calcification, excessive tortuosity and 95% stenosis; inherent risk of procedure - (deformation). Conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology) - severe calcification, excessive tortuosity and 95% stenosis; inherent risk of procedure - (deformation). (B)(4).